Event description:
Caller states the pt tested >8.0 inr on the coaguchek test system and 4.24 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect test system, however, caller states strips are unavailable for return. Coaguchek test system: meter test strip lot 360a-c10, exp 1/31/08. Cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.